Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two years post filter deployment, patient presented with abdominal pain. Subsequently, CT revealed anchoring legs at the level of l4 and also one of the anchoring legs appeared to have migrated out of the anterior aspect of the inferior vena cava and is located in close approximation to the medial wall of the third portion of the duodenum near the junction with the second portion. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated out of the vena cava into intestine and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.